Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Customer indicated that there was no affect to patient treatment.

Manufacturer narrative:
The customer indicated that controls were running high. Service was not needed for this event. The use of a different reagent lot resolved this issue.